Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified medication (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Sixteen days after the event onset, the patient recovered and was discharged that same day. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.